Manufacturer narrative:
Upon visual inspection, the contact pins showed signs of a thermal event and were corroded, and corrosion was found inside the motor cartridge and on the rotor bearings.

Event description:
It was reported that the core micro drill ran without user activation. Attempts to obtain additional information were made, but were not successful.